Event description:
Customer reported that they had an incident with the duodenoscope cap. Elevator broke off while a patient was being scoped. However, they were able to retrieve the piece. The time of event is during use. There was no report of patient harm. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: pentax medical received a reply to its request for good faith efforts via email on 04-oct-2022, indicating that the cap had not fallen into the body. The returned defective product had no damage other than the elevator and cap sections being separated, but there were scratches on the product that appeared to have been caused when the cap was removed with the elevator section in the upright position. From this, it concluded that the cap section and the elevator section separated when the dec was forcibly removed while the elevator section was raised.